Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following high level disinfection by (B)(4), the subject device was sent to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation by (B)(4) confirmed a deformation in the bending section and signs of humidity under the light guide cover lens due to breakage of the lens adhesion. The evaluation also confirmed signs of wear and tear in the distal cover of the insertion portion, the bending section and the angulation mechanism. The cause of the reported phenomenon cannot be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the channels of the subject device tested positive for following bacteria. Air/water channel: sphingomonas sp.(1cfu/100ml) and methylobacterium sp.(1cfu/100ml) suction channel: candida albicans(32cfu/100ml), sphingomonas sp.(12cfu/100ml) and gram negative bacteria(31 cfu/100ml) biopsy channel: brevibacterium casei (4cfu/100ml) and methylobacterium sp.(1cfu/100ml). The test indicated no microorganism growth for the forceps elevator of the subject device. The forceps elevator was replaced in (B)(6) 2016 according to an olympus field corrective action. There was no report of infection associated with this report.